Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing open end appears twisted and damaged. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 107,692 joules of use, while using the first surgical fiber during a prostate procedure, diminished tissue vaporization was observed and the "excessive fiberife" message was occurring due to the large lateral lobes. The coolant level was at an appropriate; burying of fiber tip in tissue seemed to be the cause. Upon inspection of the fiber after cleaning, it was noted that the metal cap was loose and was easily removable from the fiber tip. The fiber was replaced and the procedure continued using a second surgical fiber. At 48,900 joules while using the second surgical fiber, the tip of the fibers glass cap broke off and was flushed from the patients bladder and retrieved. The fibers metal cap was also observed to be loose and rotating. The second fiber was replaced and the procedure completed using a third surgical fiber at 10,429 joules of use. The fiber tips (caps) were cleaned during the procedure. Patient outcome: no injury. There was no patient injury reported. This report is for the second surgical fiber used.